Event description:
Venous access catheter fracture at entrance to superior vena cava via fluoroscopy. Device implanted, 1/12/96, at the clinic. Pt scheduled to follow up for catheter fracture with the clinic on 2/23/96.